Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury in previous report, section b5 was incorrect. Correct b5 should be- the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in the device and asthma getting worse. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspections of the device was completed by the manufacturer and found an unknown dust-like contaminant inside the filter area of the blower box, blower box, an unknown contaminant was observed on the bottom enclosure, on the blower and blower seal, excess plastic attached to blower box, evidence of liquid ingress was observed on the blower and blower box. The manufacturer also received humidifier and visual inspection was completed by the manufacturer and found an unknown contaminant inside the water tank, lift tray, bottom enclosure, flip lid seal, flip lid, dry box, flip lid latch, back panel, and the heater plate. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 6 errors. The device was applied power and the device operated properly. The manufacture concludes contaminates found were consistent with unknown dust contamination to the blower box, unknown contaminant was observed on the bottom enclosure, blower and blower seal and liquid ingress in the blower and blower box, an unknown contaminant inside the humidifier. The manufacturer concludes no evidence of sound abatement foam degradation.